Event description:
During coil embolization within the right carotid artery, the physician felt resistance while advancing two coils at the hub of two microcatheters (mc). The mc had the same catalog and lot#. Both mc's were removed and a new prowler select ls45 was used to complete the procedure. There was no report of patient injury.